Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Tissue was observed in the helix mechanism and the helix was unable to be retracted as a result.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). The lead was noted to have dislodged. An invasive procedure was performed. The lead was attempted to be repositioned, however, the helix would not retract. Additionally, damage was noted to the terminal end of the lead. The lead was explanted and replaced. No additional adverse patient effects were reported.